Manufacturer narrative:
(B)(4).

Event description:
It was reported that low pacing lead impedance and noise were observed on the rv lead. Prior to the surgical procedure, all measurements were good. The physician elected to cap and replaced the lead on (B)(6) 2015. Patient was stable post procedure.